Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and the device memory was also received. Analysis of the lead revealed the distal conductor developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance of the right ventricular (rv) pacing lead was beyond the expected upper range and there was an indication of over-sensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, there was an indication of unexpected ventricular tachyarrhythmia therapy. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported the patient experienced multiple inappropriate shocks. It was determined the lead displayed high impedance; a possible fracture and there was noise. The ventricular fibrillation (vf) detection's were programmed off and the lead was removed and replaced. No further patient complications have been reported as a result of this event.